Event description:
It was reported that the patient underwent surgery on (B)(6) 2007 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03636. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with an extraperitoneal colpopexy, posterior repair, and cystoscopy due to cystocele.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, uterine prolapse, a rectocele, and weak pubocervical fascia. The patient underwent the concurrent procedure of cystoscopy during mesh implantation. The outcomes attributed to the device were pain, erosion, recurrence, and dyspareunia. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03636. The same patient is represented in each medwatch.